Event description:
It was reported that at 13 months post-op, the patient received a second surgery because she felt her knee was unstable. According to the reporter, the patient received an acl repair in 2008. In 2009, the surgeon removed the screws and implanted two competitor titanium screws. The surgeon believes that the initial implanted screws should have resorbed by now. Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report, or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. Device history record revealed nothing relevant to this event.as reported, the most likely cause of the second surgery was due to the patient's knee being unstable. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.